Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). Information contained in this report was previously submitted through asr on 07/20/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on posterior, crease fold and missing shell (75-100%). Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain" and "rupture." Device was explanted